Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to a laboratory device and to another device (ultralink). The reporter claimed obtaining blood glucose readings of ¿408 mg/dl¿ with the subject meter and ¿130 mg/dl¿ on the laboratory device. The tests were performed within 10 to 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The reporter also claimed obtaining blood glucose readings of ¿408 mg/dl¿ with the subject meter and ¿120 and 135 mg/dl¿ on another device (ultralink), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.